Event description:
Patient was revised to address tibial loosening. It was reported that there was no bone ingrowth.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any manufacturing deviations or anomalies. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.